Event description:
It was reported that the autopulse resuscitation system displayed user advisory message of ua07 (discrepancy between load 1 and load 2 too large). There was no report of pt injury.

Manufacturer narrative:
The event description the customer reported to the manufacturer did not indicate a potential safety issue. The autopulse unit (s/n (B)(4)) was returned on (B)(4) 2012 to zoll circulation, and analyzed. Eval of the returned device indicated that the head restraint wire was broken/cut. It was also observed that the front enclosure/bottom enclosure and battery lock were damaged and device was missing 3 enclosure screws. The archive data confirmed that unit had experienced numberous user advisory messages of ua07 (discrepancy between load 1 and load 2 too large). It was also determined that one of the load cells was not functioning properly. Load single cell point was replaced to remedy the failure. The top cover, front enclosure, bottom enclosure and battery lock were also replaced. Enclosure screws were installed. Unit passed final test.